Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication para esophageal hernia. It was reported by the rep that during the procedure pneumoperitoneum was lost and, on close examination, it was discovered that several trocars were leaking. The trocars were replaced and the operation was completed. There was no consequence to the pt.